Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer (kosher & wurtz gmbh) for investigation. The manufacturer reported: "the insert was not sent in for examination. The instrument was incomplete. We could not perform a functional test to reproduce and understand the problem. No root cause analysis possible as instrument was returned incomplete. No further measures will be initiated by k & w." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were found misaligned during a surgery. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.